Manufacturer narrative:
B2: the surgeon needed to exposed c5, remove existing plate and put a new 2-level plate on in order to get the proper fixation needed. This was due to the broken screw blocking his ability of to place a screw at that level. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having anterior cervical discectomy fusion needed, revision of failed arthroplasty device. It was reported that when placing the zevo screw through the zevo plate during the fixation part of procedure, the screw head sheared off from the shank of screw. This majority of the screw was already in the vertebral body and the broken screw head part was removed. The shank of the screw remained in the patients vertebral body at c4 and could not be removed. The surgeon then needed to be exposed c5, remove existing plate and put a new 2-level plate on in order to get the proper fixation needed. This was due to the broken screw blocking his ability of to place a screw at that level. The surgery then proceeded as normal, and the surgeon was able to get the fixation needed for the procedure. This did not effect any of outcome of the surgery. There was no patient symptom reported. There were no further complications reported regarding the event.